Event description:
It was reported that 2 days prior to the report, the patient stopped feeling stimulation. It was noted that the patient typically recharged every 3 to 4 days for 1.5 to 2 hours. It was noted that the patient last recharged around (B)(6) 2014. It was noted that the patient did not know how charged the implantable neurostimulator (ins) got during the recharger session. It was noted that the patient did not monitor if the ins was fully charged when recharging and just ¿took the charger off.¿ it was further noted that the patient used the patient programmer and received the ¿charge ins warning message.¿ it was note that the patient started the recharge session and was able to get 4-6 coupling boxes shaded and the first quarter of the ins battery icon was blinking. Additional information received reported that the patient could not feel a stimulation sensation. It was noted that this began on (B)(6) 2014. It was noted that the patient¿s stimulation turned off again on (B)(6) 2014. It was noted that it ¿wouldn¿t accept a charge.¿ it was noted that the patient saw the screen on her recharger showing 4 coupling boxes darkened and the ins battery was blinking at the 25% mark. It was noted that the patient normally charged every other day. It was noted that the last time the patient charged for 2 hours and the battery did not increase. It was noted that the patient used the belt and charges right over the skin.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).